Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit in question. The technician noticed a flow during ice melting and open stopcock for circulation. The flow valve is closed in this phase so the flow valve in closed position is leaking. The technician opened the valve and found lots of corrosion on the pin and also in the seating. The technician replaced the cardio. Flow valve including the seating. A supplemental medwatch will be submitted if additional informations becomes available.

Event description:
According to the customer: it was reported that during patient treatment the hcu40 displayed the error message "low flow". Additional information: the device was exchanged so there was no negative consequences for the patient or a delay in surgery. (B)(4).